Event description:
It was reported that in preparation for a stenting treatment procedure, stent damage was noted. The patient had two lesions; one in the right coronary artery and one in the left circumflex artery. As a 2.5x16mm liberte' bare metal stent was being prepped to treat the lesion in the left circumflex artery, stent damage was noted. The lesion was treated with another 2.5x16mm liberte' bare metal stent. No patient complications were reported. Patient status is listed as stable.

Event description:
It was reported that in preparation for a stenting treatment procedure, stent damage was noted. The patient had two lesions; one in the right coronary artery and one in the left circumflex artery. As a 2.5x16mm liberte' bare metal stent was being prepped to treat the lesion in the left circumflex artery, stent damage was noted. The lesion was treated with another 2.5x16mm liberte' bare metal stent. No patient complications were reported. Patient status is listed as stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte mr stent delivery system (sds). Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was prepped for use. The distal end of the sds was inspected under magnification and damage was found on the stent. It was determined that the stent had moved on balloon approximately 3mm distally from the proximal marker band and damage to the fifth and sixth proximal rows with struts bunched up. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).